Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was unable to duplicate or confirm the indicated issue. Based on trend analysis, no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that after injection with a bd ultra-fine¿ pen needles, 31g x 8mm it was reported that the pen needle was difficult to remove after the injection and the consumer stuck themselves with the needle. Also, there was a little bit of blood from the needle stick. Verbatim: consumer reported, when she tried to remove pen needle after injection, she was unsuccessfulstated, she removed pen needle without using outer cover, she stuck her finger, (needle stick only once)had issue with removing pen needle more than once, dates unknowndid not seek medicalstated, a little blood but no bruisinglot: 0004025catalog: 320109date of event: 2021-03-29, (1 pen affected)samples: yes went over insructions on how to remove pen needle after injection. Cl.